Event description:
The customer reported that the device failed the general system test. No patient involvement was reported.

Manufacturer narrative:
Pr #: (B)(4). A follow up report will be submitted upon completion of the investigation.